Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split and a partial circumferential break were noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both borders. Upon infusion, leaks from the partial circumferential break and split on the attached catheter was observed. Aspiration was attempted and was unsuccessful as water did not fully return into the attached syringe. Therefore, the investigation is confirmed for the reported fracture, fluid leak, suction issues and the identified catheter wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 02/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years and nine months post a port placement, the power port was allegedly failed to work. It was further reported that the patient experienced burning sensation near the port on the chest from where the chemo allegedly leaked out and the port allegedly quit working during the treatment. Reportedly, crack was found near the end of the catheter near her heart. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4: (expiration date: 02/2023). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years nine months post a port placement, the power port allegedly failed to work. Reportedly, the port was removed. There was no reported patient injury.